Event description:
Clinic notes dated (B)(6) 2013 noted that the patient had 3 admissions necessitating intubation following status epilepticus in the past year. It was reported that the patient experienced status on (B)(6) 2012. It was noted that the last episode of status was (B)(6) 2012. Further follow-up revealed that the patient has a history of poor medication compliance; however, the patient's mother denied zero medication compliance to the physician. It was noted that the patient was seen in the hospital on (B)(6) 2012 by physician for status for the first time. Clinic notes dated (B)(6) 2013 noted that no changes were made with the patient's medications or vns therapy. Clinic notes also indicated that "drug levels to undetectable in the past admission suggestive of poor compliance."